Event description:
It was reported, that the telescope had the glass on the adaptor post be broken and missing. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the outer tube was bent, the light guide fiber bundle was missing, there were dents on the distal edge and there was debris in the optical system. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by excessive force and the bent cladding tube. Olympus will continue to monitor field performance for this device.